Manufacturer narrative:
B15: imaging was provided and is pending evaluation b22: the lot number has not been provided; therefore, analysis of the production records is not available. D9: the device remains implanted and is therefore unavailable for additional testing. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that a 37 mm gore® cardioform asd occluder was selected to treat an atrial septal defect on (B)(6) 2025. On (B)(6) 2025, the patient presented with chest pain. An initial transthoracic echocardiogram (tte) showed that the right disc of the device appeared expanded, raising concern for a possible thrombus. The device also appeared bulbus on imaging, prompting further evaluation with a transesophageal echocardiogram (tee). However, thrombus could not be definitively ruled out. The patient was started on anticoagulation therapy along with dual antiplatelet therapy. The patient was admitted for inpatient monitoring.

Manufacturer narrative:
D4: added serial #, catalog #, expiration date, UDI # g3/g4: added PMA/510(k)number. H4: added device manufacture date. H6: updated type of investigation code, investigation findings code, and conclusion code. The image evaluation revealed the device was in a locked and released position with clear separation between the left and right discs. The right disc appeared to contain excess blood in the fabric. No definitive thrombus was identified based on the imaging provided, though thrombus could not be conclusively ruled out without additional imaging. Additional CT images were requested but not provided. The gore® cardioform asd occluder instructions for use warns; adverse events associated with the use of the occluder may include, but are not limited to: ¿ thrombosis or thromboembolic event resulting in clinical sequelae, including pharmaceutical therapy. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Although imaging could not conclusively confirm the event, due to the patient being treated with anticoagulants and antiplatelet therapy. The decision was made have this case remain reportable based on the treatment provided. The gore® cardioform septal occluder instructions for use warns; adverse events associated with the use of the occluder may include, but are not limited to: thrombosis or thromboembolic event resulting in clinical sequelae, including pharmaceutical therapy. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The CT scan was inconclusive for thrombus, and the chest x-ray showed slight right disc expansion. This report is being withdrawn following completion of the investigation. Based on the totality of information received, the event has been determined to be not reportable under no further investigation is required at this time.